Manufacturer narrative:
The event occurred in (B)(6). Medwatch with (B)(6) is for mobile system 1, medwatch with (B)(6) is for mobile system 2, medwatch with (B)(6) is for mobile system.

Event description:
Caller reported blood glucose results of 8.4 mmol/l on mobile system 1, 8.9 mmol/l on mobile system 2, and 20.9 mmol/l on mobile system 3 within 10 minutes. Caller unsure which strips were used with which meter. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.